Manufacturer narrative:
Qc run the previous evening was within range. Qc data from the day of the event was not supplied. A field service engineer (fse) was dispatched: the fse replaced multiple parts. Although parts were replaced, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems. The initial result of 4.4mg/dl was reported out of the lab and it was questioned by the physician. The original sample was re-tested and amended to 0.9mg/dl. Treatment was not initiated or withheld based upon the false high result.